Event description:
In 2006, a pt contacted lifescan to report that her ultra meter would not turn on. She had never changed the batteries. Also, the meter had experienced some type of trauma. She provided the following to the customer care rep (ccr): five days earlier at approximately 11 am, the pt was drowsy and dizzy. The meter would not turn on to perform a blood glucose test. She saw the doctor who obtained a result of "44", reportedly on his office ultra. There is no indication that the doctor treated her for low blood glucose. The ccr replaced her products. Because I was unable to speak with her (she has a private number), I have sent a letter asking for her to call me.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them.